Event description:
It was reported the patient had charged her ipg for 10 minutes and the ipg had shown a full charge. A replacement charger was sent to the patient. The patient was unable to charge the ipg with the replacement charger. The patient was to schedule an appointment regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.